Manufacturer narrative:
The reported failures of test active exhalation proportional valve and test dp purge valves test steps are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question have led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to a third-party service center for evaluation. There was no allegation of patient harm. The device was not in patient use. During the evaluation, the service technician confirmed the device failed the test active exhalation proportional valve and test dp purge valves functional test steps. The active exhalation valve was closed, and the active exhalation valve was replaced to address the failed test steps. Additionally, the service technician noted that the rubber feet were damaged and were replaced. The device also failed the quality inspection as the unit arrived with a battery, however, under accessories, dc1 included the porting block, where only the porting block appears. The service technician updated the entry for the questions to reflect this. After the evaluation and rework, the device passed all final testing.